Manufacturer narrative:
The impella rp flex device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. The impella rp flex is one of two devices associated with the event. There is not enough evidence to exclude the impella cp as an associated factor in the patient's demise outcome. Refer to manufacturing report number 1220648-2025-30792 for the report on the impella cp.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp then followed by an impella rp flex device for bipella mechanical circulatory support (mcs). The patient experienced abdominal bleeding, and it is unknown if the use of heparin for impella support impacted the outcome of the abdominal bleed. The patient presented with chest pain and was emergently taken to the catheterization lab. The patient subsequently coded and was shocked eight times before proceeding with the impella cp inserted via the right femoral artery during a code blue procedure. Flows were initiated and eventually the patient stabilized with return of spontaneous circulation. The culprit was a 99% occluded proximal right coronary artery which was treated with angioplasty and drug-eluting stenting. The disease to the left anterior descending and diagonal arteries were planned to be treated on a different day. A right heart catheterization was performed, and the physician proceeded with impella rp flex placement via the right femoral vein into the left pulmonary artery without issue. Right-sided support was started with flows of 2.5-3.0 liters per minute achieved. The patient was "extremely" fluid responsive and no marked improvement with the impella rp flex placement. Echocardiogram in the procedure area showed left ventricular function of approximately 55% and right ventricular function slightly diminished, however, not dilated. The patient was sent to unit on bipella (impella cp and impella rp flex) support. Approximately one day into bipella mcs, systemic heparin drip was ordered with goal of activated clotting time above 200 seconds. The patient had decreased pulses in both extremities with more noticeable symptoms on the impella side. A femoral-femoral bypass was performed to manage the ischemia. The patient continued to have worsening hemodynamics. In addition, abdominal bleeding was observed for which multiple blood products were given. A bedside abdominal tap revealed blood in the abdomen that was firm. The patient continued to deteriorate from the underlying condition and the decision was made to withdraw care.